Manufacturer narrative:
Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this device triggered elective replacement indicator (eri) due to charge times; tones were also reported. Subsequent manual capacitor reformations reset the device to beginning of life (bol) battery status but boston scientific technical services (ts) advised that the behavior was due to a potential intermittent device issue and recommended device replacement. No adverse patient effects were reported. This device remains in service pending revision.